Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was displaying battery service error. The issue was resolved after rebooting the system. The performed battery test in self test with the system unplugged from the wall. The system was at 70% battery after 3 min.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a/ section d references the main component of the system. Other medical products in use during the event include: battery 9735773 48v s8 svc. H3: no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.